Event description:
It was reported that there was a disconnection between the patient connector of a minicap transfer set and titanium adapter which resulted in a leak. The event occurred when the patient removed their clothes. The dialysate leaked onto the patient¿s clothes. The patient was treated with intraperitoneal cefepime and vancomycin prophylactically. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed and no issues were observed. An integrity of seal surface test was performed and no leak was observed between the patient connector and titanium adapter. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.